Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: # (B)(4). A lot history record review was completed for serial numbers 15133141, and 25134377, the last 2 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal deployed too early. Finger was on button but not pushing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: # (B)(4). A lot history record review was completed for serial numbers 25133141, and 25134377, the last 2 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal deployed too early. Finger was on button but not pushing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal deployed too early. Finger was on button but not pushing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.